Event description:
I had a darco modular forefoot system -mfs- put in my feet to correct my bunions. I had the darco mfs taken out of both of my feet after the hardware broke in both feet. The left foot had a screw that was backing out of my foot. It was broken and the plate was in tact. The plate in the right foot was broken in half but the screws were in tact. I don't know exactly when the parts broke, but I was not healing and the feet hurt. The darco screw in my left foot that broke does not have a number on it that I can see. There are 2 feet involved that each had broken hardware. Left foot was a screw and the right foot was a plate. Dates of use: 6 months, (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: bunion surgery. Event abated after use: yes.